Event description:
It was reported that this pacemaker and the associated right ventricular (rv) lead exhibited loss of capture. The patient presented to the emergency department with syncope and dizziness. The electrocardiogram (ECG) showed an escape rhythm with the loss of capture, but the patient was noted to be pacemaker dependent. An x-ray was performed but the lead position appeared unchanged since implant three days before. During a manual rv pacing threshold test, the started feeling dizzy and then progressed to syncope at 2.2v. The output was reprogrammed to 6v@1ms. Technical services recommended troubleshooting steps to evaluate the rv lead as a microdislodgement could be the cause, and requested device data so additional analysis could be performed. Technical services also noted some undersensing on the non-boston scientific right atrial (ra) lead. Device data was received and reviewed by engineering. There were not enough datapoints recorded as the device and rv lead were only implanted for three days; however, the power consumption appeared to be abnormally high. The rv lead pacing impedance had only two measurements recorded and both were normal, but there was concern due to the change in pacing threshold measurements. Based on engineering analysis, technical services recommended replacing the pacemaker if the rv lead was going to be revised. If no surgical intervention was immediately planned, it was requested to provide new data in seven days for review of the power consumption. At this time, the device and rv lead remain implanted and in service. No additional adverse patient effects were reported outside of the hospitalization for syncope. Additional information was received. Due to the patient's medical condition, the physician did not want to revise or replace the lead. The pacemaker was explanted and replaced with a non-boston scientific leadless pacemaker. No additional adverse patient effects were reported outside of the additional surgical intervention. The rv lead was most likely surgically abandoned. The explanted device was discarded at the facility and will not be returned for analysis.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.